Manufacturer narrative:
The device remains implanted and the issue is being investigated by boston scientific's clinical department as this patient is in the srd-1 study. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that the longevity on this device had decreased from 6.5 years to 4.5 years within three month's time.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The pg diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that are depleting normally. The decrease in longevity seen in the field was caused by programming changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.